Manufacturer narrative:
Concomitant devices included a 7mm angioguard rx. As reported by the (B) (4) registry, approximately three months after the index procedure the patient experienced a transient ischemic attack (tia). One week after the tia, the patient underwent revascularization of the previously implanted precise stent with an unknown stent implanted in the proximal left internal carotid artery and distal left internal carotid artery. The tia resolved with no deficit or treatment to the patient. According to the investigator, tia was not related to cordis product or the index procedure. The target lesion was located in the proximal left internal carotid artery. The lesion was described as concentric, eccentric, 30mm in length, 90% stenosed, with no calcification and was non-tortuous and 6mm in diameter. The lesion was pre-dilated and a 7mm angioguard rx was successfully deployed beyond the target lesion. A 9x40mm precise pro rx stent was successfully implanted. The angioguard rx was retrieved with no debris noted in the basket. The patient had no known allergies to nickel, nitinol. There were no residuals noted with the patient. The patient had no known allergies to nickel, nitinol. The patient was asymptomatic prior to the procedure. No treatment was given for the tia and the patient did not experience any residuals. According to the investigator, the event was not related to cordis product. The product remains implanted in the patient; thus, is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues or anomalies during the manufacturing process that can be related to the reported complaint. No corrective actions will be opened at this time. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
As reported by the (B) (4) registry, approximately three months after the index procedure, the patient experienced a transient ischemic attack (tia). One week after the tia, the patient underwent revascularization with stent placement in the proximal left internal carotid artery. The target lesion was located in the proximal left internal carotid artery. The lesion was described as concentric, eccentric, 30mm in length, 90% stenosed, with no calcification. The reference vessel was non-tortuous and 6mm in diameter. The lesion was pre-dilated and a 7mm angioguard rx was successfully deployed beyond the target lesion. A 9x40mm precise pro rx stent was successfully implanted. The angioguard rx was retrieved with no debris noted in the basket. Three months after the index procedure, experienced a tia. One week after the tia, the patient underwent revascularization for restenosis of the proximal left internal carotid artery. An unknown stent was successfully implanted in the proximal left internal carotid artery and distal left internal carotid artery. The tia resolved with no deficit to the patient. According to the investigator, the tia was not related to cordis product or the index procedure. The patient had no known allergies to nickel, nitinol. The patient was diagnosed with a possible transient ischemic attack. There were no residuals noted with the patient. The patient had no known allergies to nickel, nitinol. The patient asymptomatic prior to the procedure. No treatment was given for the tia and the patient did not experience any residuals. According to the investigator, the event was not related to cordis product.